Manufacturer narrative:
The tech found that the female connector on the power cord was worn from normal wear and tear. He replaced the power cord to repair the bed.

Event description:
Info received indicates the tech was performing an electrical safety check on the bed and the ground resistance was too high and the ground resistance valves would change.